Manufacturer narrative:
During the requested site visit, the field service engineer inspected the analyzer and performed a cuvette cleaning procedure that resolved the issue. Return testing was not completed as returns were not available. The architect system operations manual addresses operational precautions and limitations, and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration, and erratic sample results. The architect c4000 systems service and support manual, provides removal, cleaning, and replacing procedures for the cuvette segment. A review of historical data for the cuvette segment revealed no trends, systemic issues, or nonconformances associated with the cuvette segment, no cuvettes (rohs) part# 7-207043-01. A review of the architect c4000, serial number (B)(6). Instrument service history revealed no additional erratic or discrepant patient results reported, as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Based on the investigation, no systemic issue or deficiency of the architect c4000 analyzer, sn (B)(6), or the cuvette segment, no cuvettes (rohs) part# 7-207043-01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a falsely elevated magnesium (mg) result on one patient generated on the architect analyzer. The results provided were: on (b(6) 2020; sid: (B)(6). Initial = 6.1mg/dl / retest = 2.2mg/dl (normal range 1.6-2.6mg/dl). There was no reported impact to patient management.